Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of the laser marked line on the neck of the femoral stem, which decreased the fatigue strength of the material and led to the crack initiation, propagation, and ultimate fracture of the stem.

Event description:
Revision of femoral stem and femoral head due to broken stem. The stem was implanted approximately 20+ years ago and is no longer sold.